Event description:
It was reported that during a pulsed field ablation procedure, the array of the catheter was tied into a knot. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files containing one image and the catheter pscc100 with lot number 0012358669 was returned and analyzed. The image file returned from the field showed the catheter's spiral array that was knotted. The picture was focused on the spiral array segment. Visual inspection was carried out. The catheter was received with the guidewire threaded in, guidewire was easily removed from the catheter lumen without any obstructions. The spiral array appeared inverted, and knotted on the guidewire lumen close to tip. X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the dual lumen. The electrode wires are intact without breakage or detachment from the electrodes, the wires in knotted area could not be assessed for any anomalies due to the condition it was received in. Mechanical verification of steering and slide mechanisms was carried out. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed but the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported spiral array knotted was confirmed through product and data analysis. The catheter failed the return product inspection due to a knotted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.